Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-01426. This report is being submitted as additional information. Approximate age of device - 73 days. Device evaluation: a correlation between the device and the complaint of low flow could not be conclusively determined through this evaluation. The evaluation of the device did not reveal any device-related issues. The pump was returned assembled with the driveline cut approximately 11¿ from the pump housing and the distal portion was returned measuring approximately 27¿. The sealed inflow conduit was returned detached from the pump housing. The sealed outflow graft conduit was not returned. The outlet elbow was returned attached to the pump housing. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, the system controller log file was submitted to the manufacturer¿s technical services department for analysis. Intermittent pump power elevations were captured on (B)(6) 2017. Low flow events were also noted to have begun on (B)(6) 2017 and continued intermittently throughout the log file. No indication of any device issue was found. No additional information was provided until (B)(6) 2017 when it was reported that the patient had undergone a pump exchange on (B)(6) 2017. The information received indicated that the patient had experienced unspecified clinical symptoms that required inotropic support. Additional information received on 12jul2018 reported the device was returned for evaluation.